Event description:
It was reported the luer extension tube of the cool path duo ablation catheter detached during an ablation procedure. The catheter was connected to a tubing set. When moving the catheter during the procedure, the luer extension tube of the catheter kinked 90 degrees. The cardiologist heard a snap and noted the luer extension tube was broken. The catheter was exchanged to continue the procedure. There were no consequences to the pt.

Manufacturer narrative:
Device eval by MFR-visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical / procedural factors.